Event description:
It was reported that during a coronary artery angiography, the tip of the catheter was detached. The patient was presented with unstable angina prior to the procedure. The target lesion was at the severely calcified middle portion of the left anterior descending artery. An atlantis sr pro imaging catheter was introduced to the sheath together with the pt graphix intermediate guide wire via femoral artery without difficulty. As the catheter was advanced, a slight resistance was felt. A strong resistance was encountered as the catheter was being pulled back. The physician tried to remove the catheter resulting to a 10-cm separation of the of the distal tip plastic cover which was retained and anchored on the calcified artery. With the detached 10 cm distal tip retained in the artery, the patient experienced ischemia which then prompted the physician to do a coronary artery bypass grafting on the left internal mammary artery to the left descending artery and removed the detached tip. The device was successfully removed without any patient complications.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).